Manufacturer narrative:
Results - device history review found the product met specifications when released for distribution. Conclusion - exact cause of event cannot be determined as the product has not been returned. Conclusion: to date, this product has not been returned for analysis. Without product return, analysis is limited to review of the device history record, which shows that this product met manufacturing specifications when released for distribution. Return of the device is anticipated. Upon receipt of the device, a thorough investigation will be completed, and a follow up report will be submitted to FDA. The device was abandoned without reported complication.

Event description:
Medtronic received information that during an implant procedure, the surgeon sized the aorta with the correct sizer. However, when the valve was lowered towards the aortotomy, the valve would not enter the aorta as the valve was too large. The surgeon removed all of the sutures from the valve, and when placed next to the aorta, the valve would not fit. The valve was abandoned, with no reported patient complication.